Manufacturer narrative:
This supplemental report is being submitted to correct from 08/05/2016 to 09/09/2016.the correct become aware date was september 9, 2016. Also, olympus medical systems corp. (Omsc) received the correct become aware date on october 24, 2016.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-01248 to provide additional information based on the evaluation of the device. The subject device was returned to olympus medical systems corp (omsc) for evaluation. The probe was broken off at 16.5 mm from the distal end. There was no scratch around the surface of the broken probe. The shape of the broken surface showed that a crack was spread. As the result of checking the manufacturing record of the subject device, there was nothing abnormal found. This type of probe damage is most likely related to the operator's technique. Based on the similar cases in the past, it was known that the breakage of the probe might be caused by excessive load applied to the probe due to activation while the user grasped the tissue and twisted the subject device. The instruction manual of the subject device already states; *do not try to use the probe if it has cracks, scratches, or peeled coating (e.g. The gold coating is peeling off, exposing the metal portion) on its tip. Abnormal output or detachment of the probe tip may result. *do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During a laparoscopic cholecystectomy, it was informed that the subject device did not work and the probe of it was broke off. The fragment was retrieved. The procedure was completed with another device. The patient was hospitalized. But it was originally scheduled. No patient injury was reported.